Event description:
Hcp reported the patient was experiencing intermittent unexplanted withdrawal. The baclofen pump was reported to be malfunctioning. It was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.